Manufacturer narrative:
A sorin representative could not reproduce the problem. Simulated pressure and alarm testing as well as a manufacturer's test and safety inspection showed no issues. There were no nonconformities related to this issue noted in the manufacturing record review. No further investigation is necessary. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the speed of the s3 roller pump decreased unexpectedly during priming. There was no report of patient injury.